Event description:
Event: iliac artery dissection. Case detail: the pt is described as having tortuous vessels, which contributed to the sheath buckling when inserted. It was reported that the physician was unable to remove the jacket guard, which had become stuck in the sheath. While removing the sheath to release the jacket guard the pt's left iliac artery was dissected. The jacket guard and sheath were successfully removed and the dissection was treated with a stent. The graft was successfully implanted without further incident.